Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, loss of mobility, elevated metal ion levels and damage to surrounding tissue and bone. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates the revision was performed on (B)(6) 2011 and was due to loose acetabular component and possible infection. Operative notes further indicate the presence of a pseudotumor and cheesy material. All components were removed and replaced with antibiotic spacers on (B)(6) 2011. The antibiotic spacers were removed and hip reimplantation occurred on (B)(6) 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that these types of events can occur: "early or late postoperative infection and allergic reaction." This event was previously reported on MDR numbers 1825034-2013-02777 / 02779. Additional information received confirmed the femoral stem associated with this medwatch report was also removed due to possible infection.